Event description:
The target site was the lica that had a wide neck cavernous aneurysm that measured 12x8. The vessel was not tortuous or calcified. All the products were stored, prep, and handled per IFU. After prep was completed, the products were inserted one at a time, but the first coil stretched when it was manipulated into the aneurysm. This coil was removed and a second coil was inserted with the same results. There was no resistance at any time with the microcatheter echelon 10. During the procedure, a hyperform balloon was utilized, and the objective was to insert some coils in order to inject onyx in the aneurysm. The coils were not in contact with the balloon, but the operator indicated that the one to one relationship was lost with the coil and delivery system during the attempts to maneuver the coils in the aneurysm. The coils were never utilized like guidewires, meaning leaving the coil in place and moving the microcatheter over the coil. Both products were removed without any difficulties, and the procedure was successfully completed. There were no other damages noticed on any section of the coils, delivery system, and the coil was still attached.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13470974 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13470974. The DHR review indicates that the product was tested and inspected per established mfg requirements including inspection results test. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00229.